Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a synthes employee. Part # 314.453, lot # 3724579, manufacturing site: (B)(4), release to warehouse date: 03 may2011. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the complaint device sddrive screwdriver shaft t8 55mm was returned to customer quality (cq) west chester for investigation. The tip of the screwdriver was stripped and damaged. The shaft also had scratches and the etching on the device had faded and become illegible. The photo of the device was also inspected during investigation and the findings were consistent with the physical device findings. Device defect/failure identified? Yes. Dimensional inspection: according to schraubenziehereinsatz sd8 kurz. Measured dimension: distal end diameter: (conforming). Document/ specification review: based on the date of manufacture, the current and manufactured version of drawings were reviewed. Schraubenziehereinsatz sd8 kurz, se_022108 (current) and (manufactured) general tolerances. Complaint confirmed: yes, the complaint on the driver could be confirmed as the distal tip had had been damaged. Conclusion: the driver tip was stripped along with other issues when the device was returned, hence the complaint condition can be confirmed. During investigation no manufacturing or design discrepancies were identified. A definitive assignable root cause cannot be determined from the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the t8 screwdriver shaft was found during set inspection damaged. There was no patient or case involvement. This report is for one (1) stardrive screwdriver shaft t8 55mm. This is report 1 of 1 for (B)(4).